Event description:
It was reported that there was a pixel issue on the pump display that affected their ability to interact with and read the pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer will continue to use current pump for insulin therapy.